Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer initially called for training on how to access meter memory. Customer then reported complaint for low and high blood glucose test results. Sister is calling on behalf of the customer. The customer is concerned with test results from results obtained of 52 and 276 mg/dl. The customer¿s expected fasting blood glucose test result range is 80 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Customer stated they may have left the test strips outside the vial for too long. Customer stated that she may have dropped test strips on the ground and put them back into the vial. The product is stored according to specification; test strips are stored in the bedroom or the hallway. At the time of the call, test strip lot information was not obtained (attempts made to call customer, unable to make contact). The meter memory was reviewed for previous test result history: (B)(6).